Manufacturer narrative:
The device was discarded by the user facility; therefore, an evaluation is not possible. If further information becomes available for this case, the agency will be notified. The IFU advises the user to verify that the grasping section at the distal end of the shaft can be opened and closed smoothly when you move the control handle until the control handle strikes the grip handle to stop. Additionally failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues

Event description:
The user facility reported that while the thunderbeat was used the first time, the jaws closed and would not open automatically. The handle had to be forced opened. There was no patient injury. The user facility used a similar device of the same model to complete the procedure. No patient injury was reported. The device, along with the handpiece were discarded.